Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm. The customer also reported that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue persisted after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the pump passed the functional testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a corroded battery tube, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window. The pump was received with intermittent button response due to corroded keypad traces.